Event description:
It was reported to boston scientific corporation that the physician dissected the area and loosened the solyx mesh (not the uphold, as was stated in the follow-up report #001), which resolved the patient's retention. Th patient is reportedly "completely fine."

Event description:
It was reported to boston scientific corporation that the physician went back and surgically loosened the uphold vaginal support system mesh on (B)(6) 2010 and did not need to cut the mesh. The patient is now able to void.

Manufacturer narrative:
Because the loosening of the solyx mesh resolved the retention, the probable root cause for this event was determined to be caused by other device.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01589 for a description of the second device. It was reported to boston scientific corporation that following a successful anterior pelvic floor repair and sling placement procedure using an uphold vaginal support system and a solyx sis system, the patient was in retention and was unable to void when she left the hospital. The patient has been self-catheterized since the procedure and is currently taking flomax. The physician plans to have a follow-up appointment with the patient and determine further treatment.

Manufacturer narrative:
(B) (4) catheterization. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.